Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation :fallopian tubes/migration/ migration of essure device location of device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, allergic rhinitis, sinusitis, gerd, eczema, herpes simplex, heartbeats irregular and ovarian cyst. Concomitant products included aciclovir (zovirax) since (B)(6) 2013, ethinylestradiol;levonorgestrel (enpresse) from 2017 to 2018, ethinylestradiol;levonorgestrel (trivora) from 2017 to 2018 and mometasone furoate since (B)(6) 2014. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pain: pelvic/ abdominal/chronic"), dyspareunia ("pain: dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("pain: dysmennorhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced anxiety ("psych injury/ psychological or psychiatric problems condition: anxiety") and depression ("depression"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding: general abnormal bleeding"), abdominal pain ("pain: pelvic/ abdominal/chronic"), female sexual dysfunction ("pain: apareunia") and fatigue ("other injuries/symptoms: fatigue"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation and menorrhagia outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, female sexual dysfunction, dysmenorrhoea, anxiety, fatigue, vaginal haemorrhage and depression had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), apareunia, dysmennorhea (cramping), genital bleeding, psych injury and migration/ fallopian tubes perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: essure confirmation test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: pfs received: reporter, patient demographics, medical history, concomitant drugs were added and updated laboratory data. Added events abnormal bleeding (vaginal, menorrhagia), depression. Updated events psych injury/psychological or psychiatric problems condition: anxiety (previously reported as psych injury), updated outcome of events. Previously reported event genital haemorrhage was updated as non serious. On 13-feb-2020: pfs received: reporter, patient demographics were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes/migration') and genital haemorrhage ('bleeding: general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain: pelvic/ abdominal/chronic"), abdominal pain ("pain: pelvic/ abdominal/chronic"), dyspareunia ("pain: dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("pain: apareunia"), dysmenorrhoea ("pain: dysmennorhea (cramping)"), psychological trauma ("psych injury") and fatigue ("other injuries/symptoms: fatigue"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, female sexual dysfunction, dysmenorrhoea and fatigue had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), apareunia, dysmennorhea (cramping), genital bleeding, psych injury and migration/ fallopian tubes perforation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test: bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received-case becomes incident. Event injury was removed. New events pain: pelvic/ abdominal/chronic, dyspareunia (painful sexual intercourse), apareunia, dysmennorhea (cramping), bleeding: general abnormal bleeding, psych injury, migration/ perforation : fallopian tubes and other injuries/symptoms: fatigue were added. Implant date and explant date was added. Product indication was updated. Lab data was added. Patient¿s date of birth was added. Reporter¿s information was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.